Event description:
It was reported that a small scratch (chip or dent) had been found on one haptic of the preloaded monofocal intraocular lens (iol) during the irrigation and aspiration procedure following lens implantation. The procedure was completed and the lens remains implanted because the scratch was not at the optic. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Unknown, as information was requested but not provided. Explant date: not applicable, as lens remains implanted. Email address: unknown/not provided, as information was asked but it was not provided. Telephone number: (B)(6). PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.